Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-74, serial #: (B)(4), description: avista MRI perc lead kit, 74 cm. Model#: sc-1200m, serial #: (B)(4), description: precision montage MRI. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients lead was poking out of the skin. Skin breakage was noted. The cause of the erosion was unknown. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the scs system was removed due to infection.

Event description:
A report was received that the patients lead was poking out of the skin. Skin breakage was noted. The cause of the erosion was unknown. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.